Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, possible complications associated with endovascular procedures include, but are not limited to intracranial hemorrhage, vessel spasm, stroke, and neurological deficits and are listed as such in the directions for use (dfu). Therefore, a assignable cause of anticipated patient complications has been assigned to this event.

Event description:
It was reported in (B)(6) that 27 out of 36 patients that had undergone endovascular treatment with retrieval devices experienced progression of stroke, symptomatic intracranial hemorrhage, vasospasm, vessel dissection, headache and other complications. Medical intervention was administered resulting in 14 events resolving with sequelae, 8 without and 5 did not resolve. It was not possible to ascertain specific device with patient information. No additional information is available.

Manufacturer narrative:
The exact date of the adverse events are unknown. All patients were treated between november 2011 and november 2014. This report is 1 out of 2 reports from the mr. Clean study.

Event description:
It was reported in the mr. Clean study that 27 out of 36 patients that had undergone endovascular treatment with retrieval devices experienced progression of stroke, symptomatic intracranial hemorrhage, vasospasm, vessel dissection, extracranial hemorrhage, headache and other complications. Medical intervention was administered resulting in 14 events resolving with sequelae, 8 without and 5 did not resolve. It was not possible to ascertain specific device with patient information. No additional information is available.